Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable urea, glucose, and creatinine results for 5 patient samples on a cobas c 503 analytical unit. The customer has established repeat limits to automatically rerun sample tests that fall below a certain threshold. Sample 1 had an initial urea result of 2.26. The repeat result was 37.6. Sample 2 had an initial urea result of 4.1. The repeat result was 26.3. Sample 3 had an initial glucose result of 11.8. The repeat result was 133. Sample 4 had an initial glucose result of 3.8. The repeat result was 101. Sample 5 had an initial creatinine result of 0. The customer stated that the rerun result was a normal reading and the correct value. The exact result was not provided. The units of measurement were not provided.

Manufacturer narrative:
The field service engineer (fse) found gel and fibrin residue on the sample probe. The fse replaced and recalibrated the sample probe and verified dispensing and aspiration of the wash station was with specification. The service maintenance actions performed by the fse resolved the issue.